Event description:
Customer's mother reported via phone, when she changed the battery she hadn't realized the time was set to pm instead of am. Customer had experienced a low blood glucose, 46 mg/dl., as they kept lowering the basal rates and he wasn't getting what he was supposed to in the day. Customer's mother declined troubleshooting. Stated the incorrect programing was noted during the customer's doctor's visit. Time was incorrect for two weeks but issues had been fixed. Customer is not returning the device for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.